Event description:
The customer reported via medwatch that after changing the rate, the pt's returned volume was 1300-1700ml when the volume was set at 800ml. The hosp biomed inspected the device and was unable to duplicate the reported malfunction. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.